Event description:
Caller reported blood glucose results of 100 mg/dl and 60 mg/dl on the compact plus system within 10 minutes. Reported no symptoms or adverse event relative to this discrepancy. Strips not available for return, replacement system was sent.